Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: there was "too much silicone in the needles."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: there was "too much silicone in the needles.".

Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination, each tested with flour to try and find evidence of excess lube on the cannula, and no issues were observed relating to excess lube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode excess lube. Bd was not able to identify a root cause for the indicated failure mode.